Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that after the functional endoscopic sinus surgery (fess), the certified registered nurse anesthetists (crna) in the room noticed that there was swelling around the patient's left eye. The blade was used during the procedure with the handpiece, but the surgeon stated that the backside of the instrument was facing anterior while navigating, therefore it cannot be confirmed what exactly occurred to cause the hematoma since the blade did not malfunction/fail. The navigation worked as expected as well. The physician thought the procedure went as expected. He was not aware of any issue until the patient's eye appeared swollen as detected by crna. There was no troubleshooting done during the procedure. The surgeon came back into the room and used navigation with an endoscope to confirm that the patient had an orbital hematoma. The surgeon did further dissection along the medical canthus and inserted a drain which relieved the issue. After the drain was placed, the swelling immediately started going down. There was less than 1 hour of extended surgical time. The patient was hospitalized overnight. The swelling dissipated and vision was checked. The patient was released the following day.